Manufacturer narrative:
Although the doctor identified two (2) different lot numbers associated with the debonding of crowns, he could not verify which lot was used on the patient; therefore, no lot numbers were identified in this report. The lot numbers involved in the alleged incident include 4844571 and 5007512. Specific patient information with regard to gender, age, and weight was not provided. The patient returned to the office and a new crown was cemented using a different product. To date, the patient is doing fine. The product from lot #4844571 was returned and a physical evaluation was performed, yielding results within specification. The product from lot #5007512 was not returned; therefore, a physical evaluation was performed on a retained sample, yielding results within specifications. In addition, no similar complaints were received with regard to both of the reported lots.

Event description:
During a follow up phone call with the doctor on (B)(6) 2014, it was alleged that twenty-six (26) patients had experienced the loss of a crown approximately three (3) weeks after placement with the nx3 dual cure clear product. This is the eighth of twenty-six (26) reports.